Event description:
Healthcare professional reported right side "rupture", "periprosthetic fluid collection", "enlarged lymph nodes" and "silicone deposits" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued:(B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture/silicone migration: observed broken device assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.

Event description:
Healthcare professional reported "rupture", "periprosthetic fluid collection", "enlarged lymph nodes" and "silicone deposits" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.